Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cassette was not returned; therefore, a device analysis could not be completed. However, a batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The alarm occurred during the last dwell cycle of peritoneal dialysis therapy. The patient completed therapy by using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.